Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was not displaying correctly, supported by a user-provided photo, and the user transitioned to multiple daily injections while awaiting a replacement; the device was set to be returned and the user was instructed on shutdown and that data would not transfer to the replacement. Symptoms included hyperglycemia with a reported peak of 350 mg/dl lasting about three hours without ketone testing, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for professional medical intervention and successful stabilization of blood glucose using subcutaneous insulin via pen therapy. Investigation included remote troubleshooting and user education, confirmation of shipping and return logistics, and guidance to continue cgm use with dexcom g6. Investigation of this case revealed a malfunction of the display component consistent with a hardware screen issue, with no device alarms reported at the time of the event. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the screen/display assembly.